Event description:
The physician intended to use a resolute integrity drug eluting stent. The lesion was pre-dilated. It was reported that a strut on the stent was damaged. It was reported that the device was used in the patient and the status of the patient post procedure was stable.

Manufacturer narrative:
Evaluation summary: kinks were evident on the hypotube of the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 17th and 18th distal stent wraps with misaligned and raised struts. The distal tip was damaged. Inner lumen patency was verified with a 0.015 inch mandrel. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.